Event description:
On (B)(6) 2012, a customer contacted the bio-rad lab technical support dept concerning results obtained when running the rubella igg eia test kit. This customer was running an assay using internal known positive samples along with unk pt samples using automated microplate equipment. When reviewing the results, the customer noticed that on the second strip containing four (4) known positive samples and (4) unk pt samples, all results were negative with very low ods. The four known samples had previously tested as high positive (22-36 iu/ml). The customer re-assayed the four (4) patient samples and all were positive. The customer stated that corrected results were sent to the physicians as the initial negative results had been reported. The bio-rad lab product support dept forwarded the customer¿s info to the MFR, quest international, inc. For investigation. Per the MFR¿s investigation, this failure is not attributed to a mfg or quality control failure, or a failure of reagent integrity. Based on the data and info available, the MFR considers this an isolated event.